Event description:
Caller reported that temperature alarms 10 and 11 occurred while the pump was charging with tandem supplies. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to an alternate form of insulin therapy.